Event description:
It was reported that the 9900 system had poor image quality and the flip flop brake handle was damaged. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The flip flop brake handle was replaced and the camera was adjusted during the service call. The system was tested, and found to be working as intended, and put back into service.